Event description:
Customer reported that her power cord shorted out and melted.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. The original power cord was not returned by the customer. As the original product is not available for evaluation/ analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/ melting issues. Any additional follow up actions will be established as a result of the CAPA process.